Event description:
A report of failure to suction has been reported. A second handpiece did not resolve the issue. Inaccurate stream delivery with the same device is submitted under 3006760724-2016-00010